Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding and an update to h3. Based on the results of the investigation, the adhesive around objective lens was peeled was confirmed. It is presumed that the defective item was due to external factors and handling. The root cause of the event could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The suggested events are detectable and preventable by handling device in accordance with the following IFU. The inspection method for this event is described in the instruction manual "chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the laparo-thoraco-videoscope exhibited tip objective lens adhesive peeling. The event were no reports of patient involvement.